Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During the initial implantation of a bifurcated stent graft (main body) to treat a dissection associated with an aorta enlargement, an intraoperative type 1a endoleak was observed. This procedure is outside the indications of use (off- label). It was reported that the aorta was 75 mm in length and that the 70 mm main body landed lower than expected. A proximal extension was not suitable due to the patients anatomy. The physician preformed ballooning but a small type 1a endoleak was still present. The physicians elected to complete the procedure and monitor the patient. The patient was reported as doing fine.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 1a endoleak and malposition of the main body stent was unable to be confirmed due to the lack of relevant medical records and/or imaging available for review. However, the pre-existing aortic dissection was confirmed and stenosis in the area of the aortic dissection was also identified. As the pre-existing aortic dissection with absence of an abdominal aortic aneurysm is an off-label condition, this event is most likely user related. The final patient status was reported to be doing well. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information: during the investigation of this event, stenosis in the area of the aortic dissection was also identified.